Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 300 units of insulin during the load process. The customer successfully loaded another cartridge and insulin delivery was resumed. The customer's blood glucose (bg) level was 220 mg/dl and an insulin injection was used to address the bg level.